Event description:
Medtronic received information regarding an exchange request, and no alleged product deficiencies were reported. The customer communicated with written or oral dissatisfaction with the product. No patient impact or complications have been reported as a result of this event. Additional information received stating that distal bearing detached, tube track ball seized and laser markings faded.

Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing got detached. The likely cause of failure couldn't be determined. It was also noted that the tube track ball seized and laser markings faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.